Manufacturer narrative:
The customer did not have her meter or testing supplies with her at the time of the call, so it was not possible to obtain that info. Without product info, it's not possible to determine the MFR date.

Event description:
The customer received a blood glucose reading of 500 mg/dl from her breeze2 meter and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have her supplies at the time of the call, so it was not possible to troubleshoot or gather product info. No product will be returned.